Event description:
It was reported that during the cleaning of the surgical room the light head iled detached from the spring arm and fell off. The cresent key came out (this allowed the light head to detach). This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Inspection of the device is pending. Further investigation should confirm the root cause. Investigation results will be provided within a final report if new information will become available.

Manufacturer narrative:
The iled light was inspected by a field service technician. The investigation identified that the light head fell off as there was incorrectly assembly of the retaining segment during the maintenance by our service partner (B)(4). The sleeve was not secured with the screw. No injuries were reported in relation to this allegation. The root cause for the event was traced to incorrect re-assembly during maintenance. Based on this, no further actions are required.

Event description:
It was reported that during the cleaning of the surgical room the light head iled detached from the spring arm and fell off. The cresent key came out (this allowed the light head to detach). This report was filed in our complaint handling system as complaint # (B)(4).